Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called and reported still having issues with recharger application connecting to recharger. Reset handset and recharger and recommendation to place recharger over ins site before turning on and these steps resolved the issue. Patient wrote down instructions to help remember the steps.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had troubles with recharging since the first day they recharged, which was two and a half weeks after implant. The handset would always say 'not found.' They would just have to sit and listen to the beeps on the recharger towards the end of the hour for when they were done charging. They went into the office and saw a representative, who called the manufacturer to get it working. The caller was walked through doing a hard reset on the recharger. The patient received the 3167 error message that they cleared. It was at 30% charge, excellent connection, and my therapy was off. They said they had just charged yesterday and did not understand why they were not charged. The past week the patient had a couple accidents. It was explained to them that was probably because their therapy was turned off. By the time they hung up, their stimulation was charged to 80%. They were advised to call back once they were done charging so they could be helped through turning their stimulation back on. The patient called back about an hour and a half later. Recharger application usage was reviewed, and the application was working as intended. The reason for the call was that the patient wanted to "turn stimulation." When they connected to the ins, they saw a power on reset (por) message. It was reviewed how to clear the por and turn stimulation on. They were able to clear the por and turn stimulation on. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.